Manufacturer narrative:
Unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Insulin pump passed rewind, basic occlusion, displacement test, and self-test. No motor error alarm and no e alarm noted. Motor passed motor test. Insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed motor error 7 times in the last 30 days. The customer was able to rewind the insulin pump. Customer's blood glucose level ranged from 213 mg/dl to 220 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.